Manufacturer narrative:
Device remains implanted in patient's eye.

Event description:
Patient had a kamra inlay implantation and prk (photorefractive keratectomy) procedure on the right eye. One (1) day postoperatively it was reported that the patient had stage 2 dlk (diffuse lamellar keratitis). On (B)(6) 2016, the patient was seen for a second opinion and was diagnosed with stage 4 dlk. Patient was treated with topical and oral prednisolone for four (4) months.